Event description:
The customer contact reported a leak of chemotherapeutic agent. A primary tubing set was being used to deliver an unspecified concentration of oxiplatin on one channel of a symbiq pump. On the second channel of the symbiq pump, another primary tubing set was being used to deliver an unspecified concentration of leucovorin. The option-lok of one of the tubing sets was connected to the lower clave y-site of the second tubing set. It was reported that at the end of the deliveries, the nurse noted a leak of about "10 drops" of solution at the connection of the two tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing sets were discarded. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).